Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there was a bad rails on drawer 5 in auxiliary. The technical support specialist provided assistance to the customer on how to have the station rebooted manually and also attached an article "restart an es station" to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis medstation system the screen went black only shows dots. The customer stated that this malfunction occured while user trying to issue medication to the patient. There were no adverse events or injuries reported based on this incident.